Event description:
It was reported that pt underwent unicompartmental placement in 2003. Due to pain and swelling, pt was revised to a total knee arthroplasty in 2006. Bony overgrowth was noted.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly. There have been no trends identified related to this type of event.